Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, d10, h4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image. Based on the results of the investigation, it is likely the following led to the malfunction: the customer failed to follow instructions as it was found that the bending section adhesive was non-olympus part, therefore, the device was not used in accordance with the instruction for use (IFU) label. The IFU label states, do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e216 scope communication error. The issue was identified during inspection for use for an unknown procedure. There were no reports of patient harm.